Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (10.0 mg/ml at 2.201 mg/day) and bupivacaine (10.0 mg/ml at 2.201 mg/day) via an implantable pump for non-malignant pain, other non-malignant pain, and other chronic/intractable pain (trunk/limbs). The pump was interrogated on (B)(6) 2016, revealing a pump motor stall the same day at 14:12, and a recovery the same day at 15:28. The device diagnosis was pump motor stall. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016. There were no reported symptoms.